Manufacturer narrative:
After clinical review of this file, it was decided to remove patient code 2613, as the contour deformity was most likely a result of the patient's capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 550cc saline breast implants which the patient reported bilateral harden, sharp pain, size increase, rippling after implantation. Patient also indicated that she has sharp shooting pains on her left breast as well as numbness. The issue of capsular contracture confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
On 11/22/2019, mentor became aware that the previously submitted follow up report contained an incorrect due date. The actual due date of follow-up report 1 was 11/27/2019. Manufacturer's reference number: (B)(4).